Event description:
A malfunction on the pump was reported by the caller, which occurred on a previous day. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller managed to reset the pump on their own, resolving the issue, and technical support provided additional assistance and instructions on resetting the pump. The caller was advised to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood. No other notable events were reported prior to the malfunction.